Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: found kinks and a small cut on the cable and the unit failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad image due to faulty cable. The most probable cause of this complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device keeps going in and out of the screen, which seems to be an electrical issue resulting in no image. The issue was found during setup/inspection prior to use.. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.